Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery during a basal delivery. The customer did not recall the blood glucose reading at the time of the incident. The customer was unable to troubleshoot for the issue due to driving and was advised to call back to troubleshoot and to change the set when the alarm occurs.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.